Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was unable to be functionally tested due to biohazard contamination. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates: monitor: 5/21/2015. Electrode belt: 5/13/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received one inappropriate shock from the lifevest. The patient was reportedly not conscious and at the hospital at the time of the event. Hospital staff reportedly initiated CPR. At 1:30:19 am, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole with motion artifact. Motion artifact and oversensing of low-amplitude cardiac signal contributed to the false detection. At 1:51:45, bradycardia was detected. The device was shut down at 2:21:05 am. Between 1:31:40 am and 2:21:05 am the patient's rhythm was asystole with motion artifact, transitioning to atrial fibrillation (af) at 90 bpm, then transitioning to sinus rhtyhm at 60 to 90 bpm with motion artifact. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment.